Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was unresponsive, with no tactile feedback or screen activation despite slow, precise presses and a prolonged press attempt, and placement on the charger did not restore access. Symptoms included no adverse clinical effects, and the reported blood glucose was 111 mg/dl. Outcomes included device replacement. Investigation included remote troubleshooting, further inspection of the returned device. Investigation of this device revealed a suspected hardware malfunction of the sleep/wake button and associated device interface that prevented device wake and screen access. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure.